Event description:
A surgeon reported that the aspiration stopped during surgery. The problem was resolved after replacing the product with another one. Procedure was completed with no harm to the patient. No further information or sample is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).